Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Kesava raj m: 08-jul-2024 follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below we would also like to know if samples are available for the survey. If so, could you tell us whether they are used or unused samples, and if so, whether they are contaminated with blood or cytotoxic drugs. ="a defective device is at your disposal. It was not used." Description of the incident: problem found: plunger head gasket failing event already produced last week. Another problem with these syringes: no visible seal failure, but the sample liquid flows down the syringe and comes out at the bottom of the plunger. Immediate action: change device. Patient impact: none. The device is at your disposal in the materialovigilance department.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation/correction (leak) correction: following submission of initial MDR, it was identified a lot code was incorrectly submitted. Customer verified lot involved in this incident is unknown. Section b updated to reflect unknown lot. Device evaluation: no samples were provided in relation to the device that leaked and did not display any visible damage. While the specific lot relate to the leakage is unknown, a device history review was performed for returned lot 2404039, no deviations or non-conformances were identified during the manufacturing process that could have contributed to either incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and all stoppers were verified to be properly assembled onto the plunger rod. Leakage testing was also performed, all product was verified to meet required specification, no leakages were observed. Based on the available information, a root cause could not be identified in relation to the device that was reported to leak and did not display any visible damage on the device. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description of the incident: problem found: plunger head gasket failing event already produced last week. Another problem with these syringes: no visible seal failure, but the sample liquid flows down the syringe and comes out at the bottom of the plunger. Immediate action: change device. Patient impact: none. The device is at your disposal in the materialovigilance department. Kesava raj m: (b)(6 2024 follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below we would also like to know if samples are available for the survey. If so, could you tell us whether they are used or unused samples, and if so, whether they are contaminated with blood or cytotoxic drugs. ="a defective device is at your disposal. It was not used." Kesava raj m: (B)(6) 2024 follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below 1. Could you please confirm on what drug was leaking from the syringe? ="the incidents described occurred in the pharmacotechnical unit during the preparation of cytotoxic drugs. There were no consequences for the compounders. Please note that the sample you are about to receive has not been used." 2. Was there any risk for the user? ="there were no consequences for the compounders." Kesava raj m: (B)(6) 2024 follow-up 2 comments (rec) attached the e-mail in "attachment(s)" field below. 1. Could you please confirm on whether there are one or two issue with product? ="yes" for your information: the photo provided shows the stopper is not fully assembled on the plunger, the verbatim states, "problem found: plunger head gasket failing event already produced last week.another problem with these syringes: no visible seal failure, but the sample liquid flows down the syringe and comes out at the bottom of the plunger." 2. Does this mean that you have observed the issue as shown in the photo but you also have issues with these devices leaking when there is no visible issue with the stopper? ="yes".